Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The farawave catheter initially worked well on cti and lspv basket. When we went to flower deployment with the guide wire out the tip of the catheter, the physician went to wire a different branch wire would not retract. Tried to advance and it also wouldn't advance. Undeployed and it advance but felt tight. Took catheter out and flushed and reloaded wire but it still felt much tighter than baseline, so we swapped. New catheter with original wire worked well. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The farawave catheter initially worked well on cti and lspv basket. When we went to flower deployment with the guide wire out the tip of the catheter, the physician went to wire a different branch wire would not retract. Tried to advance and it also wouldn't advance. Undeployed and it advance but felt tight. Took catheter out and flushed and reloaded wire but it still felt much tighter than baseline, so we swapped. New catheter with original wire worked well. The procedure was completed without patient complications. The device is expected to be returned.